Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported in 2009, that the pt has a history of no or very limited benefit from the implant system. Pain and tinnitus have been recently reported. As per the report from the clinic dated 2009, the pt has continuing severe tinnitus and discomfort around his left implanted ear. He has never obtained any useful hearing from the implant, and for the past few years, mostly had the implant programmed to minimal stimulation level over a few channels or else he has been advised not to wear the processor. The clinic suspects that the pt had degeneration of his auditory nerve prior to implantation. The clinic plans to remove the stapes prosthesis from the ear and plug both the oval and round windows during the explantation surgery. The pt was explanted in 2010.